Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned; therefore, an evaluation on the affected device could not be conducted. The photograph that was provided did not clearly show the part in question. However, an evaluation was performed on a reserved sample (visual inspection and gravity use-testing). The device operated within the desired product specifications as no issues were noted during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a leak at the two piece luer lock assembly during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.